Event description:
It was reported that pump battery would not charge and pump screen remained dark and would not turn on. There was no reported impact to the customer¿s blood glucose level because caller declined to answer questions about blood glucose. Technical support guided caller through troubleshooting, but pump display still did not turn on. Ultimately customers pump was replaced.